Event description:
The customer reported via phone call that the insulin pump had a no delivery alarm. The customer stated that it took three tries, but she was finally able to get insulin to exit by changing the set. Blood glucose level at the time of the incident was 453 mg/dl. The customer was advised that the infusion set and resevoir would be replaced and agreed to return the products for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Inspected reservoir, snap-cap and septum for anomalies none were found. Performed occlusion test per specifications, reservoir filled and connected to new infusion set. Installed reservoir and connector into insulin pump and performed infusion set. Installed reservoir and connector to insulin pump and performed catheter tip. Reservoir not occluded.